Event description:
Baxter reports the pt connector of the uv transfer set separated from a baxter adapter during use. The affiliate reports no pt injury or medical intervention as a result of the incident.